Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the device had leak failure occurred at the tip, therefore reprocessing could not be completed, and foreign material remained in the objective lens. The following is included in the instructions for use (IFU): cyf-vh has reprocessing manual, and it describes reprocessing procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the cysto-nephro videoscope had foreign material on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.